Event description:
Hcp reports a patient receiving baclofen via intrathecal drug delivery underwent pump explantation due to infection. The implant duration was approximately 2 years. No symptoms of the infection were reported although the hcp does report the patient suffered withdrawal after new pump implanted and adjusted to a fraction of the therapeutic dose. The manufacturer has reported the withdrawal on a separate report due to different device. Additional information has been requested from the hcp but was not available on the date of this report.